Manufacturer narrative:
The limitations section of the IFU states: "the drug fulvestrant (faslodex®) may cause falsely elevated estradiol results in immunoassays. For patients being treated with fulvestrant, an alternate method that is not expected to show cross reactivity to fulvestrant, such as liquid chromatography-mass spectrometry (lc-ms), should be used. With the advent of new steroid based medications (analogues) with similar chemical structures to estradiol, there is the possibility of cross-reactivity and results inconsistent with the patients clinical history. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings. If the estradiol results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Faslodex® is a registered trademark of astrazeneca". Siemens investigation concluded that the higher than expected result observed on the advia centaur xpt ee2 with a patient taking fulvestrant is consistent with expected performance for this assay based on the IFU limitations infomation. MDR 1219913-2019-00060 was filed for an additional testing of the same patient sample on a different date.

Event description:
A customer reported that a patient sample resulted higher than expected when tested with the advia centaur xpt enhanced estradiol (ee2) assay. Initial result was questioned by the physician. The sample was repeated with a similar result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xpt ee2 results.